Event description:
The vascular staple fired appropriately on the distal right superior pulmonary vein. A refill was loaded. It was fired on the proximal right superior pulmonary vein. The vein was cut as expected. The stapler was released. No staples had fired, thus the vein was wide open at the heart.